Event description:
During the hm3 surgery, a piece of plastic from the driveline cover broke off inside the pt when the surgeon tunneled the driveline out of the pt. When the surgeon connected the driveline to the driveline tunneler; the driveline cover was completely intact.